Event description:
It was reported that device entrapment occurred. The non-stenosed target lesion was located in the severely tortuous and moderately calcified coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon was stuck with the non-(B)(6) guidewire. Both balloon catheter and the non-(B)(6) guidewire were removed as one unit. The procedure was completed with another of same device. No patient complications were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).